Event description:
It has been reported to philips that fluoroscopy was not available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not available. The system was in clinical use at the time of event occurred. The system logfile shows x-ray generator malfunction. Fse conducted the testing, and it was identified that issue is due to generator malfunction, fluoroscopy was not available. To resolve the issue fse replaced the x-ray tube, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.